Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) level of 45 mg/dl, cause was unknown. Customer consumed glucose tablets and drank apple juice to address bg.